Manufacturer narrative:
The 602 module serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 602 module. The initial result was 41 pg/ml. The automatic repeat result was 24 pg/ml. The sample was repeated, and the result was 24 pg/ml.

Manufacturer narrative:
Qc was acceptable. Many "abnormal aspiration" alarms were observed on the alarm trace data, suggesting sample quality issues. No maintenance issues were identified. Based on the information provided, the event was consistent with pre-analytical handling issues. The investigation did not identify a product problem.